Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
During a c1-c3 posterior cervical fusion, the mayfield slipped causing a laceration to the left side of the patient's head. The patient was in a prone position for the surgery. The patient was not repositioned at any time during the surgery. No stereotaxy device was used. Mayfield disposable adult skull pins (a1072) were used for the surgery. Lot number of the skulls pins was unknown. The skulls pins are not available to be returned for evaluation. The length of time the skull clamp was in use before the event occurred was approximately 1 hour. The laceration was approximately 1.5 inches. Skin staples were applied. Patient outcome was reported as fine.